Event description:
No additional event information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. H6: proposed component code: mechanical (g04) ¿ stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined; however, the patient has a condition ddh that may have caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). 163661 28mm dia cocr mod hd -3mm nk j7307527. 11-300915 arcos 15x190mm spl tpr dist 004150. 010001000 g7 screw 6.5mm x 35mm 7309504. 010000999 g7 screw 6.5mm x 30mm 7333331. 010000913 g7 hi-wall e1 liner 28mm a 7099066. 110010260 g7 osseoti multihole 44mm a 7240179. 000-0163 pelvic screw std 116mm 9999999999. 010000997 g7 screw 6.5mm x 20mm 7199540. Foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -01213. 0001825034 - 2023 -01214. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 1 month post implantation of a hip arthroplasty, the patient was revised due to sciatic pain. The cone body, head, and stem were explanted from the patient. Attempts have been made but no further information has been provided.